Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose that read "high" on the meter, with nausea and vomiting. The site/set had been changed twice on 1/25- at ~850am and again at ~850pm. The pump was primed only 2.0 units and 1.1 units, respectively. No manual priming reported. Customer support confirmed the patient used a new infusion set and tubing for site change and concluded, due to the inadequate prime, the patient did not receive insulin as intended resulting in the high bg. This complaint is being reported as the patient experienced hyper glycemia due to the inadequate priming.